Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found two external insulation abrasions breaching the ring electrode cable lumen with abraded one of the ring electrode cable coatings on both locations. The cause of the reported event was due to the external insulation abrasion consistent with friction to another device or feature of the heart.

Event description:
It was reported, that the patient presented remotely via merlin.net. Review of transmission revealed, that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. There were no patient consequences.